Manufacturer narrative:
The site declined to provide patient information. The software investigation found that there was an issue with predicted accuracy in the look-ahead view. This issue was documented in a medtronic software anomaly tracking database. Instructions were provided to the onsite representative on how to change the system default settings which resolved the issue.

Event description:
A medtronic representative reported that while in a cranial procedure, the lookahead view displayed a value of 8mm when 4mm was selected in framelink 5.4. This occurred pre-operatively and did not impact the dbs procedure. There was no harm to the patient.